Event description:
It was reported that during a normal follow up, extended charge time was observed. The device was explanted and replaced. There were no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to their manufacturing site for further analysis and no anomaly was found. The cause of the extended charge time could not be determined.